Event description:
It was reported that this had an isolated stored signal artifact monitoring (sam) episode, which revealed high out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead. Which led to a lead safety switch (lss). Noisy signals and oversensing were noted on the same day. Additionally, an alert was detected for right atrial automatic threshold (raat) suspension. The raat failed to measure the threshold as a result of the oor pacing impedance measurements. Loss of capture was also observed. As such a lead fracture was suspected. Technical services recommended bringing the patient for further evaluation. No adverse patient effects were reported. The product remains in service.